Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when doctor removed the fractured implants she performed at the same time augmentation with membrane and nails on (B)(6) 2019. Dental sites 13

Manufacturer narrative:
(B)(4). Two tapered screw-vent implants (B)(6) were returned for investigation. Additionally, other associated items were returned: one healing collar, one bridge with abutments, one fractured analog, one mount and screw. There were no allegations against the associated items. Therefore, the investigation was conducted only on the implants. Visual evaluation of the as returned implants identified that the devices were fractured at the collar and platform. Additionally, there was bone/blood residue around the external threads due to usage. Functional testing could not be performed since the devices were fractured. Device history record (DHR) review for the lots (63165630 & 63084769) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (63165630 & 63084769) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of the event unknown / not provided, brand name unknown / not provided, device product code unknown / not provided, additional device information unknown / not provided, email address was not provided, premarket identification PMA/510(k) number unknown / not provided, device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4)

Event description:
It was reported that the dental sites of the implan is 6. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.